Event description:
The customer reported, "this sys should be images getting mixed up." There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.